Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up with their implantable cardiac monitor exhibiting incorrect interpretation of rhythm. This led to inappropriate atrial fibrillation designation in the device records. No intervention was performed. Patient had no consequences as a result of this event.